Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer experienced difficult charging the pump while plugged in to a computer usb port. The customer¿s blood glucose was 113(mg/dl). During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged in for at least 30 minutes. Upon follow up, the customer reported that the issues had resolved.